Event description:
The complainant reported while in transit to the hospital, the cot allegedly came loose from the fastener and made contact with a crew members leg. The medic alleged pain to the left knee and sought medical intervention as a result. The intervention details were not provided by the complainant. There were no reports of injury or adverse effects to the patient.

Manufacturer narrative:
The cot and fastener were returned to the manufacturer for evaluation. A visual and functional evaluation of the cot was conducted and revealed no malfunctions. It could not be confirmed if the end user verified the cot was fully engaged with the fastening system when loaded. A review of the IFU reveals detailed instructions on proper transporting and verifying the cot is securely locked in the fastener ensuring a safe transport of a patient in the back of the ambulance. The complainant has not provided any further details regarding the medic knee pain or whether intervention was sought.

Event description:
The complainant reported while in transit to the hospital, the cot allegedly came loose from the fastener and made contact with a crew members leg. The medic alleged pain to the left knee and sought medical intervention as a result. The intervention details were not provided by the complainant. There were no reports of injury or adverse effects to the patient.